Event description:
After a c5/6 acdf surgery, debridement and antibiotics 2 weeks post operative. Revision surgery of soft tissue abscess and implant removal 3 months post op. Observations: scar tissue in neck, no infection. Plate intact. Collapse of c5 onto cage seen in (B)(6) 2011 film (before the revision). Patient condition is reported good.

Manufacturer narrative:
Local fluid accumulation: anticipated adverse event.